Event description:
Pt was revised to address loosening, osteolysis and poly wear.

Manufacturer narrative:
Although the exact date of the primary surgery is not known, it was reported that it occurred approx ten yrs ago. Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.